Manufacturer narrative:
Corrected information provided in d.4. Additional information has been provided in d10.,h.3., h.6., and h.11. The lens was returned in a specimen cup with the patient information and lens model. Viscoelastic was observed on the lens. The lens was cleaned with klrp. Small scratches are observed near the optic center. The power (spherical and cylinder) and resolution were verified to meet specifications for a company 23.5 diopter lens. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The returned lens met power (spherical and cylinder) and resolution specifications for a company (1.50cyl), 23.5 diopter (add power plus 2.2/3.2) lens. Information was provided that the company (1.50cyl), 23.5 diopter (add power plus 2.2/3.2) lens was replaced with a non-company 23.0 diopter edof (extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant mentioned as mechanical complication. The iol was explanted and exchanged for an unknown atiol following the secondary implant procedure. Additional information has been requested.